Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported a patient presented in clinic with a twinge feeling in their chest. There was no capture in the right ventricular (rv) lead and an x-ray showed micro perforation. The rv lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.